Manufacturer narrative:
Multiple attempts were made to obtain patient weight and gender; however, this information was not provided. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient had multiple no external power alarms on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. It was noted that some of these alarms were followed by low voltage alarms. The patient claimed they only change their power source one at a time, and they change their batteries before they deplete. Technical services reviewed the patient's log files and found that the alarms may have been caused by the power to the mobile power unit being interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). Intermittently throughout the log file, no external power events were active due to a loss of ac power while connected to the mpu. These events occurred on (B)(6) 2022 between 06:24:19 ¿ 06:24:22, 21:11:32 ¿ 21:11:43, on (B)(6) 2022 03:37:51 ¿ 03:38:59, 04:57:31 ¿ 04:57:35, and on (B)(6) 2022 between 00:02:36 ¿ 00:04:08. During these events, the backup battery provided power to the system. The alarms cleared shortly after activating. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the mobile power unit (mpu) has a v-lock connector on the ac power cord, where the ac power cord came loose from, if there were any environmental circumstances, if the mpu was exchanged, if the mpu would be returning, if the cause of the low flow alarms were identified/resolved, and if there were any patient symptoms; however, no response was received. Multiple good faith efforts were sent to retrieve the serial number of the mpu; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.